Manufacturer narrative:
E2017032. (B)(4). One oxygen (o2) sensor cable for the newport ht70 ventilator was received for failure analysis. The reported symptom was verified. The o2 sensor cable of the ht70 test unit was replaced with the cable under testing. Once the unit under testing (uut) completed the power on self test (post), the device issued an o2 sensor failure alarm. Upon further inspection of the o2 sensor cable, one of the two wires was disconnected from the connector, which is the root cause of the o2 sensor failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator had an oxygen (o2) failure. The service engineer replaced the internal o2 sensor cable to restore o2 readings. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.